Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that during glaucoma shunt implant procedure, the wire did not move smoothly in the delivery system, and it cannot be used. The surgery was completed after replacing the product with another one. The involved eye was not known. There's was no patient harm.

Manufacturer narrative:
Addition information provided in h.3., h.6. And h.10. 1. Customer reported that "delivery system was firm, and the wire did not move smoothly ". 2. Complaint history review: no other complaints: complaint lot search reviewed, there are no other complaints for the reported lot. 3. Non-conformance review: no results: deviation lot search report was reviewed, no deviations related to the lot. 4. A review of the reported lot device history record was performed. The lot met all manufacturing release specifications. The lot was processed and released according to the product¿s acceptable criteria. 5. Product evaluation, the sample was received at the manufacturing site and investigated as follows: -the sample was returned in an open secondary packaging. -the sample included an instruction for use IFU, labels and a cradle with eds placed in designated location. Eds was placed unfirmly oriented in cradle. Shunt attached to cradle with plastic tape, not mounted/assembled on to the eds tip. There was no pouch of the original packaging. -the eds wire partially pressed. -the eds wire partially protruded from cannula opening. A root cause for the customers reported event could not be determined because the returned product met manufacturer¿s specifications. No supporting data was presented, obtained, or identified while investigation concluding product contributing factors are related to the event. Shunt was detached from eds (since it was not included in the received sample) and the eds was operated and performed its functionality releasing the shunt. Product malfunction or cause could not be determined with relation to the event. Relationship of the product to the event is unclear. Regarding complaint description that "delivery system is firm and the wire did not move smoothly", visual inspection of the eds shows that wire was not completely pushed/triggered. Resistance can be felt in the case the eds is not triggered from the mid-section trigger point- however it could not be determined if this is the case. Complaint cannot be confirmed. The manufacturer internal reference number is: (B)(4)